Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller screen went black while charging the implant. They had seen a message on their controller stating system error cannot charge. The controller also told them that the cord was unplugged from the unit. The screen either went completely black or white. They also noted the recharge antenna got warm when they were charging. It took about 6 hours for their implant to charge to 30-40%. They had to adjust the equipment in order to get their implant charging. The patient reset their controller. The patient had reset the controller before when they were having issues and the issues had gotten progressively worse. There was no visible damage to the battery pack or controller contacts. There was also no damage to the controller port. A new controller and recharger was requested. No symptoms were reported. 2022-feb-22: additional information received from the patient. It was reported that the patient needed their controller replaced because they heard a rattle in the controller and they were having issues with it.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed there was an intermittent poor recharge quality message and the recharger was scrapped due to failing on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.